Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt stated they had some concerns about their rep as pt noticed their stimulation increased on it's own on two occasions and pt believed the rep did it. Pt did not remember the date of the first instance, but said at 2am in the morning, all of a sudden their right leg was throbbing with stimulation and bouncing under the covers. Pt stated that stopped after 10 minutes. Pt then said on june 30th, they mentioned to their rep that the stimulation had helped reduce the swelling in their left foot by 50% and that evening pt endured the most painful stimulation to their left foot. Pt said they couldn't walk or stop on their foot and had to use a walker. Pt said when they laid down, the stimulation eased off into nothing. Pt said that was extraordinarily painful to a foot that already gave them problems with bad circulation. Pt said they did not let the rep know about the stim increasing on its own as they didn't want to complain. Pt said the rep really had helped them set up the ins so therapy worked well and pt was finding relief, but pt thought the rep controlled their stim to punish the pt those two instances (pt went on to say there had been other instances as well where stim increased on its own, but pt didn't think those instances were due to the rep). It was reviewed stimulation would not be able to be controlled by someone who was not right next to the pt, so the rep wouldn't have been able to increase pt's stim when not with them.

Event description:
Additional information was received from the patient (pt). It was reported that the cause of the stimulation increasing on its own was not determined. Steps taken to resolve the stimulation increase and pain were the pt straightened out their foot and wiggled their toes and massaged their foot, but nothing worked. The increased stimulation finally stopped after about 8-10 minutes when the patient laid prone in bed. The pain has also stopped. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.